Manufacturer narrative:
Unit is getting returned for evaluation by manufacturer. If any new information is discovered, a follow-up report will be submitted.

Event description:
Patient could not release his thermo from the vessel, qdv valve could not close. The vessel was frozen and emptying itself. The patient does everything according to the instruction.

Manufacturer narrative:
Unit was returned for evaluation. The unit in question is within all manufacturers' specifications. The alleged incident reported could not be duplicated.